Event description:
Reporter states customer had low blood symptoms and was non-responsive; paramedics were called. Customer reportedly received result of 282 mg/dl on the advantage system and 44 mg/dl on paramedic's meter within 10 minutes. Customer was treated with an IV (contents unk). The customer last tested 4 hrs prior to the event and the actions taken at that time were not based on the meter reading. The customer did not provide the location where the discrepant results were obtained. No quality controls were used. Requested return of suspect device and replacement was sent.